Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and verified that the device unexpectedly lost power. The device can read ECG but switch off before being able to deliver therapy. It was confirmed that the device cannot be repaired. The device was returned to the customer unrepaired per their request. A cause of the reported issue could not be determined.

Event description:
A customer contacted stryker to report a non-critical issue with their device. During evaluation stryker observed that the device unexpectedly lost power. The device can read ECG but would switch off before being able to deliver therapy. In this state the device may not be able to provide defibrillation therapy if it were needed. There was no patient involvement in the reported event.